Event description:
A malfunction was reported on the pump by the caller, but there were no notable events prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl and was within a normal range. Technical support provided the caller with pump reset information, but the caller was unable to reset the pump at that time. The caller agreed to follow up once they were ready to attempt the reset.